Event description:
It was reported that during an oopherectomy procedure, the clips would not advance. The clips remained blocked into the instrument. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 10/13/2008. Evaluation summary: the analysis results for the mcm30 instrument confirmed that it was returned non-functional. The instrument was cycled and would not properly form the clips as the anti-backup was noted to be non-functional. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.